Event description:
Literature was reviewed regarding a meta-analysis of transcatheter (tpvr) versus surgical pulmonary valve replacement (spvr). A total of 28 studies were included in the analysis, encompassing a pooled study population of 16,150 patients (tpvr = 3,650; spvr = 12,500). A mix of medtronic and non-medtronic devices were used for tpvr and spvr. Specific medtronic devices identified by name: melody, contegra, hancock, freestyle, and mosaic. Among tpvr and spvr patients, adverse outcomes included: pulmonary regurgitation (moderate or greater), infective endocarditis, re-intervention, cardiac complications, stenosis, prosthetic valve dysfunction, ventricular arrhythmia, cardiopulmonary resuscitation, prolonged intensive care unit (ICU) or hospital stay, bleeding, and respiratory complications. The authors also assessed mortality rates across both groups. However, no evidence was presented to suggest a causal relationship between a medtronic device and any deaths.

Manufacturer narrative:
Citation: chongmelaxme b, kua kp, amornvetchayakul c, chawviriyathep n, kerdklinhom t. Comparative effects of transcatheter versus surgical pulmonary valve replacement: a systematic review and meta-analysis. Plos one. 2025;20(5):e0322041. Published 2025 may 20. Do I:10.1371/journal.pone.0322041 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.